Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production.

Event description:
It was reported an elbow hinge fixator became loosened postoperatively. The patient was originally treated for a radial head fracture with a dislocated elbow on (B)(6) 2014. On an unknown date, the patient returned to see the physician¿s assistant for a planned follow up visit and mentioned that upon waking it was visually noticed that the metal sleeve on the fixator had become loose. The physician¿s assistant took an x-ray to ensure that the elbow was still located. It was reported that it is unknown if the elbow is still located or not. The patient was then treated with a splint until the surgeon returns. It was reported that the surgeon will most likely replace the fixator at an unknown date. The device will be returned at a later date. It is unknown if a replacement will be requested. There was no surgical delay reported. This is report 1 of 1 for (B)(4).